Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot detrmine definitive cause of event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion. Intra-op, tip of the screw driver broke off in the screw head. The piece that broke off was completely removed from the patient during the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis:visually confirmed instrument tip breakage, with the driver tip broken off at an acute angle. Microscopic examination of fracture surface reveals a quasi-brittle fracture surface with river lines and no indication of fatigue or torsion. Functionally evaluated the driver threaded portion of the sleeve for engagement into a sample mas head. The driver sleeve engaged the threaded without issue. The threaded portion of the driver sleeve is designed to mitigate instrument misalignment and associated bending stresses. This is consistent with not fully engaging the threaded portion of the driver sleeve into the mas head. The angulation and morphology of the fracture surface, in addition to the absence of torsional overload or mas head thread damage suggest failure due to bend stress overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.